Manufacturer narrative:
PMA/ 510(k): similar to k151934. This device is not cleared for use within the us. However, it is similar to catalog number mc1332p. The device was not returned for evaluation and no photos were provided. Therefore, an evaluation was unable to be performed, no results are available, and no conclusions can be drawn. A review of the manufacturing records did not indicate any nonconformances or temporary deviations associated with this lot. All inspected characteristics were found to be conforming, so there are no indications of manufacturing issues that would have contributed to this event. The device's labeling was reviewed and includes information regarding proper device usage and installation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that anterior portion of a cage fractured while the locking plates were being installed. The cage was removed and replaced with an alternative cage to complete the procedure. There were no immediate consequences to the patient.